Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed the service wrench, attention and charge-pak icons in the readiness display. During device evaluation, physio observed that the device powered off immediately after being powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was determined that the cause of the reported issue was due to a failure of an internal hybrid layer capacitor (hlc) battery, designator bt2 on the analog pcb assembly. This hlc battery, designator bt2 had leaked elecrolyte and was completely depleted. In addition it was noted that the device had likely been dropped, as the lid latch shaft was broken from the upper case assembly. The device was out of warranty, and the customer approved of the device being disposed of by physio.